Manufacturer narrative:
(B)(4).

Event description:
Sometime later, on (B)(6) 2014, there was a report that the patient had a loss of stimulation and therapeutic effect and their device was explanted. Prior to explant the impedances were tested however the results were unknown at the time of report. The patient was noted to be alive with no injury. Additional information received reported the patient only had their stimulator placed for 9 months and had 6 adjustments and it never relieved their pain to their right foot. They noted the removal was ¿harder to recover¿ than the installation.

Event description:
It was reported the patient¿s device was ¿great for their back¿ however they wanted to know if the stimulation can reach their foot pain. It was reported the patient has had pain in their foot for 8 years but after a recent knee replacement surgery their foot pain has increased. It was reported the knee replacement surgery was on (B)(6) 2014. It was reported the patient has had three adjustments on their implant to try and reach the foot pain however their health care provider (hcp) was unable to ¿cover the bottom¿ of their foot. It was reported that sometimes the patient will turn their stimulation way up it will make them ¿want to jerk¿ and they can feel stimulation in their foot at ¿about a 6¿ and they ¿can¿t live like that.¿ it was reported the patient¿s stimulation is comfortable ¿at about a 3.¿ it was reported the patient has an appointment with their health care provider (hcp) and manufacturer representative on (B)(6) 2014. Lastly it was reported the patient has diabetes and has two knew replacements, and other various leg and back surgeries.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).